Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, permanent injury, and subsequent surgical intervention. The instructions-for-use supplied with the device lists recurrence of the hernia as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of an incisional hernia on or about (B)(6) 2017, a non-bard/davol mesh was implanted to repair the hernia defect. The patient underwent surgical mesh removal and repair of a recurrence of the hernia defect on or about (B)(6) 2018 and a bard/davol ventrio st mesh was implanted to repair the hernia defect. On or about (B)(6) 2019, the patient underwent surgical mesh removal and repair of a recurrence of the hernia defect. It is alleged that the patient has suffered and will continue to suffer physical pain and suffering, mental anguish, emotional distress, severe and permanent personal and physical injuries, disability and impairment. It is also alleged that the products implanted in patient failed to reasonably perform as intended, caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. It is also alleged that the device was defective.